Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report#: 1038671-2023-01872.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2014, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 8 years, 8 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.